Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was ezw. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v292728, implanted: (B)(6) 2009, product type lead; product ID 3093-28, lot# v292728, implanted: (B)(6) 2009, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapeutic effect. When the patient was seen by their doctor, it was stated the doctor 'played with the remote and would dismiss' the patient. The patient was reported to have left those appointments in pain. It was noted the device worked for the first 6 months, but since the patient 'has had nothing but problems.' It was stated the device would be removed, but no date was reported. About a week and a half later, it was reported the patient's device 'had not helped.' It was indicated the patient still had concerns with their device or therapy. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported the patient was having the device removed on (B)(6) 2014. It was stated that it ¿absolutely failed¿ the patient and they kept it implanted ¿longer than they should have.¿ the patient had the device for urinary incontinence. It was noted that it caused fecal incontinence. This issue started about six months after implant. The patient turned the device off a year prior and decided to have it removed. A second follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v292728, explanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot# v292728, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Further information received confirmed that both the implantable neurostimulator (ins) and lead were replaced in (B)(6) 2015 because of discomfort for the patient. The patient had 2 leads and one of them was directed to the bowel and they had constant bowel problems. They found another doctor to put the new ins system. It was noted that the issue had started on (B)(6) 2009. The indication for use for the implanted device was noted as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that double lead with the first implant made the patient's bowel incontinent. The patient went from a double lead to a single lead with their second implant. The patient also had a urethra sling that worked if they were to sneeze or cough, but the urge incontinence was awful. The patient could be sitting and work and with no warning they just flooded them self. The hcp had done everything possible, but it was an awful way to life. Especially if the patient was driving and couldn't get off the freeway quick enough, it just flooded. All of these issues had been going on since implant.